Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the same batch of brand-new catheters was unpacked, and four catheters were found to have this condition: the matching sheath inside the catheter was cracked and split very easily during placement. No other information was provided. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. Five photographs of a microintroducer sheath were returned for evaluation. An initial visual observation of the photographs showed what appears to be at least two microintroducer sheaths with damaged tips. One sheath was observed to have a small, straight split at the distal end of the sheath. One edge of the other sheath tip was observed be plastically deformed with a small portion of the sheath tip flared outward. No blood residue was observed on the samples in the returned photographs. There were no distinguishing features in the returned photographs of the device(s) which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.